Event description:
A report was received that the patient experienced discomfort due to the lead that was part way out of the epidural space. X-ray confirmed lead migration. The patient underwent a revision wherein the physician replaced the leads per preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc- 2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.